Event description:
The customer reported via phone call that the insulin pump alarmed no delivery three times. Customer was having issues with her new insulin pump. Customer's blood glucose level was 119 mg/dl. She was unable to troubleshoot at the time of call. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.